Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 860 mg/dl. Customer stated that he was unsteady and short of breath prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform occlusion, prime, excessive no delivery alarm test due to motor error alarms during basic occlusion test.